Event description:
It was reported that one year post implant, the patient had a device system revision for twiddler's syndrome. The device remained in use for about another five years when it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.